Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having non functional ipgl. The patient underwent a battery replacement procedure. The patient was doing well postoperatively. The ipg will not be returned.